Event description:
The customer states that after performing quarterly maintenance on the architect c8000 analyzer, calcium results are approximately 50% lower than expected. For this patient, an initial result of 1.15 mmol/l retested at 2.37 mmol/l (4.60 mg/dl retested at 9.48 mg/dl). No suspect results were reported from the lab. A review of the instrument logs found that for each depressed calcium result observed, a crp assay was previously run. There is no impact to patient management reported.

Manufacturer narrative:
An abbott technical support specialist at the customer site replaced and adjusted multiple fluidics parts. Subsequent instrument operations were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (B)(4), the clinical chemistry (cc) calcium package insert (B)(4), and the c-reactive protein (crp) vario package insert (B)(4) contain information to address the current customer issue. Based on the available information, the specific cause for the calcium assay generating lower than expected results when run following the crp vario assay could not be verified. The review showed multiple fluidics parts were simultaneously cleaned, adjusted and replaced to address the issue. A deficiency of the c8000 system was not identified during the analysis.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. Patient problem: no consequences or impact to patient (B)(4). Device problem: low test results (B)(4). (B)(6).